Event description:
Cs29 was inserted transanally. The anvil side and trocar side were purse-string sutured came into range at 1.8mm on third attempt by remote control. At fifth attempt range of 1.5mm, fired and pc displayed. "Firing incomplete". Donuts were nice and rings were cut. Leakage occurred as performed by leak test. Anastomosis was resected and other instrument fired successfully.